Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that a distal femoral locking compression plate (lcp) broke post operatively. The original operation was performed for a subtrochanteric femoral fracture with a non-synthes nail device and subsequently the patient was diagnosed with a non-union. The non-synthes device was removed, bone defect was repaired. A competitors device was used for the space of the bone head created by a lag screw. An internal fixation was done with the distal femoral lcp left nine hole, after shaping by the physician. The patient was able to walk post operatively; however, following a fall at night, plate breakage was noted. On (B)(6) 2014, the broken plate was removed and a femoral hemiarthroplasty was done. On (B)(6) 2014; full weight bearing was started. Half of the full weight bearing was omitted due to patient condition. This report is for 1 of 2 complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the plate broke through two locking screw holes in the distal (condylar) part of the plate. The light golden anodized plate is made of (B)(4) (titanium alloy). The examination of the raw-material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implant is in compliance with the international standards iso 5832-11 and astm f1295 for implants made of (B)(4). The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The plate shows damage along the shaft from a bending tool. The plate has been contoured to fit the proximal femur anatomy. A secondary crack was observed in the condylus area of the plate. When examining the fracture surfaces of the distal fragment of the plate using scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. Multiple cracks started at the lateral side (upper side) of the plate at the transition to the threads and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizeable area. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Furthermore, the fracture surfaces showed subsidiary cracks and dimples. The areas with dimples correspond to the (residual) forced fracture zones. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Base on the topography of the fracture surfaces, it can be concluded that the implants were subjected to low dynamic bending loads. Constantly alternating bending loads/load cycles (during walking) led to the fatigue of the material, then to multiple cracks (screw only one crack observed) and finally to fatigue forced fracture of the implants. (The plate is indicated for fractures of the distal femur and may therefore not be adequate for the load conditions of the proximal femur anatomy.) The implants could not resist the applied force which finally led to the material overload/fatigue failure. It is assumed, that the final breakage of the implants occurred during the patients fall. A failure resulting from either a material defect or the manufacturing process can be excluded. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.